Event description:
Blood occasionally also comes out of the plunger end.

Manufacturer narrative:
The loose plunger or cap could cause the blood to drain or splash from the filter cap or plunger of the syringe. The user's face being splashed by the blood draw causing an exposure to contamination for the patient and clinician. This would cause the process to be repeated.

Manufacturer narrative:
The loose plunger or cap could cause the blood to drain or splash from the filter cap or plunger of the syringe. The user's face being splashed by the blood draw causing an exposure to contamination for the patient and clinician. This would cause the process to be repeated. The complaint of "blood occasionally also comes out of the plunger end" regarding part t222532320 was not confirmed. The root cause could possibly be a result of syringes which failed the leak test during manufacturing not being part of the chosen sample size for inspection. A risk assessment was performed, and the ultimate risk was determined to be medium which does require reporting to the CAPA review board. There have been 0 other complaints regarding the same part and a similar issue within the 24 months preceding the reporting of this issue. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
Blood occasionally also comes out of the plunger end.